Manufacturer narrative:
After receipt by the manufacturer, the devices were lost in transit in route to the evaluation site. The investigation could not be completed; no conclusion could be drawn, as the product was lost. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight is not available for reporting. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Patient code used to report that the screw broke postoperatively and required additional surgical intervention to remove the broken screw and replace with a new one. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that originally a patient had open reduction internal fixation (orif) surgery done on (B)(6) 2016 for comminuted fracture on the left ulna proximal and was implanted with variable angle (va) locking screws and the plate. Several days after the surgery (exact date is unknown), screw shafts broke. The broken portion is adjacent to the screw head where it was connected with the plate. Patient was revised on (B)(6) 2016. During the revision surgery surgeon only replaced the screws and plate was not replaced. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.